Event description:
During a vitrectomy and lens exchange using a 19g packer change iol cutter, the blade broke off in the pt's eye. The surgeon thought the lens being cut was a soft foldable lens but upon removal discovered the lens was a hard lens.

Manufacturer narrative:
The surgeon was using the packer/chang iol cutter to cut a hard iol and these scissors are indicated to cut soft foldable lenses.